Event description:
It was reported that the patient had one lead revision in the past due to a fall. The patient fell a second time and the patient desired removal of the device. There were also therapy-related issues. The device was explanted and returned for the manufacturer for analysis. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 97791, product type accessory product ID 97791 lot# unknown serial# implanted: explanted: product type accessory. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the leads (s/n (B)(4)), found no anomaly. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 41. The last effective recharge session performed while the device was implanted occurred on (B)(6) 2014. The device was recharged for 1hour 6minutes and the battery charged from 3.860v to 3.925v. The battery discharged to the lock mode on (B)(6) 2014; the total therapy loss count was 4. The parameter trend diagnostic section of the trace report showed the last patient usage was on (B)(6) 2014. A normal recharge started automatically during a physician mode recharge at room temperature with approximately 1cm of space between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 5hours 59minutes from 2.770v to 4.020v.

Manufacturer narrative:
(B)(4).